Event description:
Procedure type: gynecology. According to the reporter: five years after the device was applied, the pt suffered from a fistula and needed to be reoperated.

Manufacturer narrative:
(B) (4). (B) (4).